Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 6944-65, lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient went to the emergency room with complaints of shortness of breath and receiving shocks. Device interrogation demonstrated undersensing on the right atrial (ra) lead resulting in the delivery of therapy. It was noted that the therapy was delivered for sinus rhythm/sinus tachycardia due to atrial lead undersensing. The ra lead was reprogrammed and sensitivity was adjusted. The lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.